Manufacturer narrative:
This report is submitted on may 21, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, it was reported that the patient experienced retention issues at magnet site; subsequently, the patient underwent skin flap revision on (B)(6) 2018.